Manufacturer narrative:
One eva bag 150ml was returned for evaluation & analysis of root cause. The results of the returned sample evaluation did not identify evidence of a manufacturing-related nonconformance. The particulate was identified after filling, and the customer confirmed the use of a needle during product handling. In addition the observations at the injection site and the characteristics of the recovered particulate are consistent with contact between a sharp object (e.g., a needle) and the injection site wall during product use. Based on the available evidence, the investigation supports use-related interaction with the injection site as the most likely source of the observed particulate. No evidence of a manufacturing-related nonconformance was identified during evaluation.

Event description:
On 22-apr-2026, FDA informed manufacturer of three (3) medwatch reports filed by end-user describing 'glass-like particulate' inside a eva bag after filling. This was subsequent to distributor informing manufacturer of same complaint on 31-mar-2026, but with no returned product available for evaluation, a root cause analysis could not be determined. After receipt of FDA letters, manufacturer reached out to end-user for additional details and another request for product return. This report serves a follow-up to medwatch report #s mw5186093, mw5186094, & mw5186095 which provides details on returned product investigation (affected product received 15-may-2026).